Manufacturer narrative:
Additional information was received on 09-may-2011 in the form of a qa investigation summary. The production and quality control documentation for lot# x1003, with expiration date 09/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the production and quality control documentation for lot# x1003, with expiration date 09/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Case description: spontaneous report was received on 09-may-2011 from a physician, regarding a (B)(6) years old female patient, initials (B)(6). The patient's medical history is significant for osteoarthritis, previous treatment with synvisc-one on (B)(6) 2010 in the left knee, previous treatment with synvisc in (B)(6) 2008 and several times before that. On (B)(6) 2011, the patient initiated the synvisc-one injection of 6 ml into right knee. The physician reported synvisc-one lot number as x1003 with an expiration date of 30-sep-2013. On an unspecified date in (B)(6) 2011, the patient experienced increased right knee pain and swelling. On (B)(6) 2011, the patient was treated with 80 mg of depo-medrol intra-articular injection for the events of increased right knee swelling and increased right knee pain. The action taken with synvisc-one treatment was not provided. The patient's outcome for the events of increased right knee swelling and increased right knee pain was not provided. Concomitant medications were not provided. The intensity for the events of increased right knee swelling and increased right knee pain was not provided. The reporting physician assessed the relationship between synvisc-one and the events of increased right knee swelling and right knee pain as probably related.